Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, material or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history record review was not performed as the lot number is "unknown" for this complaint. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd¿ syringe had a hole in the barrel. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "there was a hole in the plastic syringe."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, material or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" syringe had a hole in the barrel. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "there was a hole in the plastic syringe."